Manufacturer narrative:
Event date: exact date unknown, event occurred the entirety of her having the implant. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7089268. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 24445154.

Event description:
It was reported that the patient was experiencing inadequate coverage due to initial poor lead positioning, and underwent leads replacement procedure. The patient was doing well postoperatively. The explanted percutaneous leads were kept by medical facility.